Event description:
On (B)(6) 2025, the customer contacted leica biosystems and reported "monday morning 1 single case processing quality impact -gi tuesday- multiple cases processing quality impact unknown amount of cases at this time". On 20 november 2025, the leica technical support, technical applications specialist ii documented "unknown amount of cases at this time unable to dx [sic] the cases nuclei is smudged". As at 18 december 2025, leica biosystems has not received any additional information as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome.

Manufacturer narrative:
The root cause for the sub-optimal tissue processing reported by the customer was a use error, occurring on (B)(6) 2025. Specifically, a user failed to complete manual replacement of the reagent in bottle 8 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ accordingly, bottle 8 (ethanol) containing 70% ethanol was used as the final dehydrating step in the affected run. Section 8.1 of the leica peloris/peloris ii user manual details the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98%. The consequences of using reagents at a concentration less than the minimum required for the final dehydrating step are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples.